Manufacturer narrative:
It was reported that during explantation surgery the wound was debrided. This report is submitted on 16 july 2020.

Manufacturer narrative:
This report is submitted on 24 june 2020.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2020 due to a non-device related infection over implant site. It is unknown if the patient was re-implanted with a new device during the same surgery.